Event description:
A trilogy evo ventilator was returned to the manufacturer for regular maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The 3-way solenoid valve and proportional valve was replaced to address the issue. Additional findings not related to the malfunction/issue: the silver frame around the sound silence button was missing and the vanity cover assembly was replaced to address the issue. Damage was confirmed to the internal battery door, and it was replaced to address that issue. Contamination was confirmed affecting the flow sensor and inline proximal filter and they were replaced to address the issue. Final test, battery check, valve check, run in tests and cleaning was completed and confirmed the unit operated properly.